Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced infusion set leakage event on (B)(6) 2025 and quick release came off the plaster allowing the cannula to come out of the skin. The leakage was at the qucik release. The infusion was in use for one day. No further information available.